Event description:
It was reported that during a right external jugular vein insertion, the dilator penetrated the vessel wall and the spring wire could not be retracted. A cutdown procedure was required to remove the spring wire guide. There were no add'l pt complications.